Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used on an intragastric balloon placement procedure used to treat obesity performed on (B)(6) 2023. On (B)(6), it was noticed that the balloon deflated and then came out with the stool. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a1401is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration. An orbera365 intragastric balloon and the removal tools (gasper and needle) were returned to boston scientific corportation. A visual inspection of the returned balloon shows the balloon was deflated and evidence of deflation with the removal tools. Therefore, the event of balloon deflation and migration cannot be confirmed, because this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. The reported event of balloon deflation and balloon migration could not be confirmed. Since the event occurred during the procedure, it was not possible to replicate in the laboratory of analysis. Additionally, the balloon returned with no evidence of deflation inside the patient, and it was received with evidence of deflation with the removal tools (needle and grasper). With all the available information, the most probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure used to treat obesity was performed on (B)(6) 2023. On (B)(6) it was noticed that the balloon deflated and then came out with the stool. There were no patient complications reported as a result of this event.